Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an im plantable neurostimulator (ins) for unknown indications for use it was reported that stimulation felt strong when lying down. Stimulation felt strong when intensity increased. When it was lowered, it felt strong even when it was 3.5 milliamperes when sleeping. There was also an indication of device non-detection. It was unknown if there were any environment, external, or patient factors that may have caused the event. The patient was instructed to turn the adaptive stimulation function from on to off and to adjust the stimulation intensity where they felt comfortable. The recharger was placed again, and it was confirmed that it returned to the normal screen. It was unknown if the issue was resolved. Additional information was received. There was a consultation on (B)(6) 2025, but the stimulation used to be comfortable without adjustment. Now stimulation needed to be adjusted each time when the patient was awake or sleeping. The patient wanted to operate it in the way it was used previously. The patient was asked to adjust the intensity to where they felt comfortable. In the past, they were fine with constant stimulation, but the rep informed them that the pain and stimulation may vary depending on their physical condition on a particular day, et cetera. In such cases, the controller will need to make adjustments on a case-by-case basis, and it was noted that the patient understood. Additional information was received. Ins information confirmed. It was stated that resetting the controller and turning off adaptivestim on the patient controller was done, and this resolved the issue.